Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fnl-10rp3 is available in the USA with a 510k number k951196. We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the u/d knob broken, the side body cover broken, the insertion flexible tube (ift) buckled, the water jet tube clogged, the segment crushed, the insertion flexible tube (ift) worn out, and the segment hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).